Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated blood glucose levels of 600 mg/dl after the cadd cleo infusion set cannula became bent without generating a line block alarm. The patient replaced the infusion set, and blood glucose levels returned to 125 mg/dl. There were patient involvement and no patient harm. This malfunction could interrupt insulin delivery and potentially affect the patient.